Manufacturer narrative:
The catheter referenced in this complaint completed the case but appeared to have been subject to stresses causing low confidence measurements. The catheter was found to have a kink 55mm proximal to the tip.

Event description:
Catheter #1) catheter went down smoothly, completed 1st (pre) run. Went to do a post des run, however catheter measurements were pink (lack of confidence) in 2 plus areas of the run where the physician needed measurements. Offered him a new catheter.